Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no report of patient involvement. Investigation / conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the unit alarmed 'low agent'. Investigation into the alarm indicated a faulty level sensor. The field failure rate for the level sensor is within that specified for this component. The level sensor was changed and testing of the unit continued. The output of the unit was tested, and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in manufacturing processes have greatly reduced these issues. Changes were implemented into the manufacturing, refurbishing and service processes in may 1997.